Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the during filing of the chemical, there was liquid leakage from the connection port to the tube. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3: correction. H3: one device was returned for analysis in used condition. Photos were also attached to the complaint. No visual discrepancies were detected according to failure mode reported. Functional testing of the returned device was performed and confirmed the reported issue. While injecting liquid into the sample, a leak was detected in the luer. A device history review was performed and there were no complaints documented for this lot number.